Manufacturer narrative:
Approximate age of device - 1 year, 9 months. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a pump pocket infection in 2016. The event date has been estimated. Additional information was requested but was not provided.

Event description:
Additional information was received from the vad coordinator confirming that the pump pocket infection from 2016 was found to be an infection from an implanted defibrillator, not the lvad.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. The reported pump pocket infection was from an implantable cardioverter-defibrillator (ICD) not the lvad. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.